Event description:
It was reported that during cage implantation, the tip of the inserter broke off and remained in the pt. X-rays confirm the tip remains in the pt. No further details are known at this time.

Manufacturer narrative:
Neither the device, nor films of applicable imaging studies, were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).